Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model d314drm, implantable cardioverter defibrillator (ICD), implanted 2012-(B)(6); model 407652, implantable pacing lead, implanted 2006-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had some unusual sensing causing ventricular safety pacing to occur. The physician reprogrammed the device to eliminate the oversensing. The device remains in use.the patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.